Manufacturer narrative:
Summary of evaluation: the handle material has been upgraded to improve the reliability and durability of the instrument handle.

Event description:
The rptr states the plastic handle broke and chipped during use. There was no adverse consequence for the pt or delay in surgery or anesthesia time.